Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medapplication failed to launch. The station was rebooted; however, it remains stuck on the carefusion blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medication application failed to launch. A field service engineer (fse) checked and verified the communication. Further, the fse reset network settings, ran full data synchronization and tested it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.